Manufacturer narrative:
Iab s/n j1436638 was received for evaluation with a datascope 10 french, 6 inch sheath/hemostasis valve assembly (clear) noted to be in place over the catheter tubing. The balloon membrane was observed to be completely unfolded. Visual examination revealed the sheath to be kinked at the sheath/sheath hub junction. Blood was noted on the exterior of the devices. A sheath/sheath hub leak test was performed on the sheath assembly according to datascope's mfg specifications. Even though there was minimal leakage from the junction, the junction was within quality control specifications. Probable cause of difficulty: laboratory examination did not confirm the reported leak at the sheath/sheath hub junction. A sheath is comprised of a hub molded around the end of a sheath tube. In addition, the sheath is made of a soft material so as not to injury the patient's artery during the insertion procedure. It is possible that the sheath was subjected to torque and/or tension at the sheath/sheath hub junction during the insertion procedure creating a leak condition, as evidenced by the kink in the returned item at this location. Finally, it is worth noting the leak at the sheath/sheath hub junction did not jeopardize balloon function.

Event description:
On 11/20/96 a clear hemostasis valve was returned to datascope.